Manufacturer narrative:
Device evaluated by MFR: the unit was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-00494 it was reported that during a rotational atherectomy treatment procedure, a dissection occurred. Access was gained via the femoral artery. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid to proximal right coronary artery (rca). The lesion was approximately 20mm in length. . Following advancement of the floppy rotawire guide wire, the physician completed 5-6 ablation runs at 169,000 to 175,000 rpms with the 1.25mm burr. The physician removed the 1.25mm in preparation for an exchange to a 1.5mm burr, and noted that the floppy rotawire guide wire was not in the lumen. The guide wire had straightened out at a 90 degree angle of the vessel and appeared to be sub-intimal. There was no staining at the location of the dissection, rather it appeared to be a slit-type of dissection. The patient had no adverse symptoms. The physician then placed three promus stents across the dissection. No further patient complications were reported, and patient status is okay.